Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. System operates as intended. This MDR is related to ge healthcare (B)(4).

Event description:
The customer reported the system is displaying a precharge error. No patient injury was reported.